Event description:
It was reported that the patient with this previously capped right ventricular (rv) lead experienced infection. A revision was performed and the pacemaker along with the right ventricular (rv) lead, right atrial (ra) lead and these two previously capped rv leads were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).